Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that signal loss over one hour occurred on 11-23-2022. For transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed, and signal loss over 1 hour was not found for serial number (B)(6), within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable, based on bin log information showed, that the transmitter was never paired. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).